Event description:
It was reported that an unspecified number of syringe 1ml 31ga 6mm 10 bag 500 sla experienced difficult plunger rod movement/unable or difficult to aspirate during use. The following information was provided by the initial reporter: the customer complains about a defective plunger syringe. This is not pulling the medicine.

Manufacturer narrative:
Investigation: customer returned (1) loose 1cc, 6mm syringe. Customer states that the syringe is not pulling the medicine. The returned syringe was tested and the stopper separated from the plunger rod when attempting to draw the plunger back. A review of the device history record was completed for batch# 8302752. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200789409] noted that did not pertain to the complaint. Silicone is sprayed into the barrel to provide lubrication for the plunger rod and stopper. If silicone is not present when the stopper is installed at the assembly machine, the stopper can separate due to the friction between the barrel and stopper. CAPA#(B)(4) was initiated.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 1ml 31ga 6mm 10 bag 500 sla experienced difficult plunger rod movement/unable or difficult to aspirate during use. The following information was provided by the initial reporter: the customer complains about a defective plunger syringe. This is not pulling the medicine.